Event description:
Received report of air entering the system and syringe. It was reported that the control syringe is connected to a three-station manifold of a left heart kit, which is then connected to the diagnostic catheter after insertion into the patient. The physician then turns the most proximal stopcock away from the patient to obtain arterial pressure readings. The second or third stopcock is turned towards the patient to prevent bleed back when aspirating flush or contrast into the syringe. It was reported that when flush or contrast is aspirated into the syringe, air also enters the system and syringe. The staff member then checks all the connections and even exchanges the syringe with another manufacturer's syringe and still air was entering the syringe. The complete system is then exchanged for a new one, which reportedly worked "fine". There are no reports of an adverse patient event.